Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported a proglide device was used in the left common femoral artery via a 8f sheath after a percutaneous coronary interventional procedure. Reportedly, the device was removed and it was noted the knot was not made. The operator thinks the device did not hold well when the plunger was pushed. Another proglide device was used to achieve hemostasis. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.